Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The power coupling was fractured from the drive chain. A manufacturing review was performed and there were no discrepancies found. This device failure was caused due to wear. No further investigation required.

Manufacturer narrative:
The customer has indicated that the complaint device will be returned to greatbatch. Once the device is received and the investigation is complete, a supplemental medwatch 3500a emdr will be submitted. Report source: complaint information provided by distributor, (B)(4). Not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the shaft of the offset reamer handle snapped while reaming the acetabulum. A straight reamer handle was used to complete the procedure. No adverse events were reported as a result of the malfunction.